Manufacturer narrative:
Concomitant medical products: 6935m62 lead. Implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to healthcare facility for evaluation due to complaints of diaphragmatic stimulation thought to be due to pacing. The patient symptoms have been intermittent for approximately six and a half months. The patient believes the diaphragmatic stimulation is positional, and is very annoying but not painful. Upon interrogation of the associated cardiac resynchronization therapy defibrillator (crt-d), with the encore programmer, interrogation fails at twenty percent. Multiple attempts to interrogate the crt-d result in same outcome. It was also reported that the patient has a non medtronic left ventricular assist device (lvad), that gives off enough electromagnetic interference it interferes with crt-d - programmer communication when using non wireless telemetry. Troubleshooting steps were advised. If troubleshooting was unsuccessful the patient would be re-scheduled for follow up evaluation at a different facility. The crt-d, lv lead and encore programmer remain in use. No further patient complications have been reported as a result of this event.